Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 410 mg/dl which was addressed a bolus delivery with the pump. The customer reported that the cause of the high bg was due to recently drinking juice and unfamiliar with the carb content. The customer stated the high bg was not related to the pump or supplies and declined troubleshooting for the high bg level.